Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that frequently experiencing significant volume remaining in the secondary bag when the pump kicks back to the priming. I gathered from the melinda that the staff state that they are currently following bd recommendations for hanging a secondary infusion in the primary line of a primary infusion. I recommended, depending on the bag size, the staff may want to consider a second secondary hanger to lower the primary bag more. My understanding is that there are several sites experiencing this issue. I have made a recommendation for staff to sequester the affected primary and secondary tubing for all events in the healthcare system. Bd may need the tubing to be sent in and provide further investigation as well as the lot number of the affected box of tubing. Please reach out to melinda merriman to obtain additional detain information and the next step throughout the hospital system. There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of volume remaining in the secondary medication bag when the infusion changes back to the primary medication. There was patient involvement but no harm. Although requested, the customer declined to provide any specific event details.